Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05836. The patient has two extensions for off-label use. It was reported, the patient was experiencing pain at one of the extension sites. As a result, the extension was buried deeper on (B)(6) 2014. Both extensions are being reported because it is unknown which extension was buried deeper.